Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5(missing important details) and d10(missing therapy date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation for the event of "excessive pressure warning", excessive pressure was due to insufflation to a narrow space. Based on the results of the investigation for the event of "front panel is turned off, and alarm goes off", it is surmised that the front panel was turned off and alarm went off due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found at preparation for use for an unspecified ladg (laparoscopic assisted distal gastrectomy), abdominal procedure. It was reported that there was no delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit had excessive pressure warning sounds (alarm sound is generated and the caution lamp for excessive pressure is turned on). Found at prep before procedure. The facility finished the procedure with the replacement device the intended procedure was unknown. There were no reports of patient harm.